Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that when the implant was exposed the implant area appeared red and sensitive. There was a slight inflammation, the implant was removed due to infection. A patient would need to return for new implant placement. Symptoms as a consequence of the event: pain, edema, inflammation.